Manufacturer narrative:
(B)(4). Batch #t9370t. Concomitant medical product: generator. Device analysis: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an appendectomy, the surgeon could not open and close the device jaw. After several tries, a new device was opened and the procedure was finished without any patient consequences. No additional information is available at this time.